Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery casing device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the battery oscillator device. It was determined that the device was difficult to assemble/disassemble, and the swing fork was worn. It was further determined that the device failed pretest for mode switch-test, check battery casing coupling and trigger test. It was noted in the service order that the coupling with the battery casing device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.